Event description:
During a turp the white plastic of a resectoscope broke off and became lodged in the pt's prostate. The pt was subsequently transferred to another facility due to a bleeding problem unrelated to this incident.